Event description:
It was reported that the cartridge received an occlusion alarm during bolus delivery. Troubleshooting was performed and found occlusion was within the cartridge. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.